Manufacturer narrative:
Analysis will not be performed since the disposable devices were disposed. No additional information was provided by the customer. Concomitant products: carto 3 system: us catalog #: fg540000 (B)(4); stockert 70 system: us catalog #: s7001 (B)(4); cool flow pump: us catalog #: cfp002 (B)(4); preface guiding sheath with multipurpose curve: us catalog #: 301803m lot #: unk; webster cs catheter with ez steer technology: us catalog #: bd710df282rts lot #: unk; soundstar 3d 10f-90: us catalog #: sndstr10 lot #: unk. (B)(4).

Event description:
It was reported that after a successful a-fib ablation on (B)(6) 2012 the patient returned to the emergency room with chest pain on (B)(6) 2012 and was admitted into the hospital with pericarditis for observation. No additional information was provided.